Event description:
It was reported that, "surgeon wanted to put in longer screws, went to use revision screw driver to remove screws and when screw out noticed that the integrated locking ring was bent. Checked to see if we had a second plate, only had one 3 level 48 mm plate in set. Therefore decision was made to leave plate in without a screw in the one hole."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.